Manufacturer narrative:
The insulin pump was received with button response functioning properly. No button error alarms were noted. However, the pump found traces of moisture damage on keypad traces. No unexpected failed battery test alarms noted. The pump was inspected and no traces of moisture damage were found on the electronic/motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 277 mg/dl. The customer treated with manual injections. The customer stated that the pump fell into the toilet off the counter. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer also reported a failed battery test. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.